Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:00am after the end user experienced sweating, shaking and had a seizure. His blood glucose reading at the time of the medical event was 120 mg/dl which is within normal range. The end user was taken to the ER and upon arrival, his blood glucose reading was 56 mg/dl. There was no treatment given or test performed due to his low blood glucose reading. After an hour in the ER, the end user was discharged with a blood glucose reading of 110 mg/dl and instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.